Event description:
It was reported that this right atrial (ra) lead had undersensed the patient's intrinsic beats of an atrial flutter. As a result, inappropriate anti-tachycardia pacing (atp) and shock therapy was delivered. The atrial flutter converted after the first shock was delivered. Boston scientific technical services (ts) recommended a resolution. The lead remains in use. No adverse patient effects were reported.

Manufacturer narrative:
Correction to field h6: device codes.

Event description:
It was reported that this right atrial (ra) lead had undersensed the patient's intrinsic beats of an atrial flutter. As a result, inappropriate anti-tachycardia pacing (atp) and shock therapy was delivered. The atrial flutter converted after the first shock was delivered. Boston scientific technical services (ts) recommended a resolution. The lead remains in use. No adverse patient effects were reported.